Event description:
It was reported that during an upgrade generator procedure, while implanting the left ventricular (lv) lead it exhibited loss of capture due to high capture thresholds. The lv lead was not used, and a new one was implanted. No patient consequences were reported.

Manufacturer narrative:
Correction for h6 coding.